Event description:
It was reported: the axis of the applier broke during the laying of the mesenteric artery (colon intervention) procedure. The jaws that were off center prevented the surgeon from removing the applier from the 5mm trocar. As a result he removed the applier together with the trocar. The surgeon does not think that there is any piece left in the stomach's patient. The patient is fine. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not received by the manufacturer at the time of this report.

Event description:
It was reported: the axis of the applier broke during the laying of the mesenteric artery (colon intervention) procedure. The jaws that were off center prevented the surgeon from removing the applier from the 5mm trocar. As a result he removed the applier together with the trocar. The surgeon does not think that there is any piece left in the stomach's patient. The patient is fine. No patient injury reported.

Manufacturer narrative:
(B)(4). Device history record (DHR) for the instrument in question was reviewed and found complete without any irregularities. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause. All instruments are thoroughly visually inspected and function tested at time of manufacture. No corrective action required at this time. However, the manufacturer will continue to monitor trending of similar events.